Manufacturer narrative:
Patient information was unavailable from the site. Foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in functional endoscopic sinus surgery (fess). It was reported that during the case tracking was extremely difficult. At first, the emitter wouldn¿t even ¿see¿ the stingray at all. They moved the emitter around, ensured metal in field was minimal, and did not have cell phones in their pockets. They changed out the stingray with the same result. They rebooted and it was finally tracking. The tracking was intermittent throughout entire case. The manufacturer representative went to the site and tested the emitter with their own instruments, and did encounter the same tracking issues. The emitter details, did not get consistent ¿readings¿. Often as they brought the emitter in close to the stingray, the number was still at 3 ¿ 4 when usually they see the same distance as 1-1.5. There was less than an hour delay to the procedure. No impact on patient outcome.